Event description:
Edwards received information that an aortic bioprosthetic valve implanted approximately nine (9) years ago, is now exhibiting aortic stenosis and moderate regurgitation. The patient underwent a successful implant of a transcatheter heart valve (tavr) within the subject valve (valve in valve), and was transferred in stable condition.

Manufacturer narrative:
(B)(4). Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Bioprosthetic valve dysfunction encompasses multiple failure modes/mechanisms, which may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of these failures including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to the reported stenosis cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.